Event description:
Supplemental report is being submitted due to the completion of the investigation on 31-mar-25.

Manufacturer narrative:
Device evaluation: the zib6 device of unknown rpn and unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the attached pmcf study. It is related to (B)(4) and will capture cholecystitis. Manufacturing records review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists ¿cholecystitis¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed a known potential adverse event related to the use of the device or the patients pre existing conditions. As per page 42 of the pmcf, it was not documented whether the patients pre existing condition, other condition or circumstances caused or contributed to the cholecystitis however the site determined the event to not be related to the study device, or procedure and did not occur due to a device deficiency. As previously noted, ¿cholecystitis¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, on the (B)(6) 2017, the patient underwent a stenting procedure where 02 zib6 stents were placed for bile duct cancer along with a third non study stent. There were no adverse events related to the procedure. On (B)(6) 2018 the patient experienced cholecystitis. The site determined the event to not be related to the study device and or procedure. The treatment involved surgical treatment of cholecystostomy and medical treatment of augmentin and alalgesics. Confirmed quantity of 01 x used device. Patient death was reported on the (B)(6) 2019. The cause of death was unknown but as per medical advisor input, the cause of death was related to the bile duct cancer.

Event description:
(B)(6) 2017 date of first implant procedure not documented where for bile duct cancer. 2 study stents placed and 1 non study stent. X2 zib6-?-10.0-60 placed. No adverse events related to the procedure. Pre-stent dilatation performed. Re-current biliary obstructions (B)(6) 2019. 716 days post procedure. Obstruction within study stent. Patient presented with vomiting. Treatment endoscopic intervention new stents and medical of doliprane contramal , spasfon , lasilix , lovenox and surgical drainage. The site determined the event to not be related to the study device, related to cancer. (Pr (B)(4)). Pain (discomfort) (B)(6) 2018. 276 days post procedure. Medical treatment inexium , spasfon , perfalgan. The site determined the event to not be related to the study device, related to gastritis. Cholecystitis (B)(6) 2018. 457 days post procedure. Medical treatment augmentin 1g x 3j (7 days) and analgesics. Surgical treatment of cholecystostomy. (Pr (B)(4)) the reintervention for recurrent biliary obstruction was noted as successful. On (B)(6) 2019, the patient died. The cause of death was unknown. This file will capture x 01 case of cholecystitis 457 days post procedure.

Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.